Event description:
Intraoperative measures showed affected channels; thus, a back-up implant was implanted.

Manufacturer narrative:
Conclusion: device investigation did not reveal any device defect or damage. The device is working within specification. According to the information received from the field in situ measurements during implantation surgery showed up to ten channels with hi impedance and a increased ground path impedance likely due to air above the active and reference electrode contacts. A back-up device was implanted. This is a final report.

Manufacturer narrative:
The device has been explanted and has been returned to med-el hq where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
Intraoperative measures showed affected channels, thus a back-up implant was implanted.